Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient's breast has been rubbed raw and is bruised. The patient also reported that the equipment is heavy. The patient previously broke her arm and the weight of the monitor bothers her arm. There is no indication that the lifevest caused or contributed to the patient breaking her arm. There was no alleged device malfunction contributing to the irritation. The patient's cardiologist came up with a safety plan, where the patient only wears the lifevest while sleeping or when home alone. The patient confirmed that the skin irritation and the bruising had improved.